Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation could not identify a root cause as case logs from the system were not submitted for review. A work order was created to dispatch a field service engineer onsite to evaluate the system. The cause of the reported issue can be traced to user technique.

Event description:
There was a red tag error during case set up. "Pib hardware communication stopped."